Manufacturer narrative:
Manufacturers evaluation summary: a device history record review revealed that the device met all material, manufacturing and performance specifications. The device was not returned for analysis as it remains implanted in the patient. From investigations into similar complaints and the information available, a possible cause for the reported event is the tortuousity of the lesion. Tortuousity is known to reduce the efficiency of force transmission from the stabilizer to the stent. This increased deployment force may have to lead to the physician to either use excessive force to deploy the stent, or to use the stabilizer catheter to advance the stent. Either of these actions could have led to the premature deployment of the stent.

Event description:
The physician experienced difficulty accessing the target lesion and deploying the stent due to the severe proximal tortuousity of the arch and carotid artery. As the physician was removing the stent delivery system, the stent deployed in the carotid artery unbeknown to the medical staff. Post procedure, the patient presented with stroke symptoms and was given MRI and CT scans. These scan revealed the stent in the carotid artery, which was left implanted. The scans also revealed cholesterol emboli in both hemispheres and these were treated with integrilin. The physician reported "the patient was back at work within a week of the procedure and is doing fine."